Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The list number and lot number of the primary tubing set that was in use is unknown. The customer contact did not provide any information about the device list number; therefore, the brand name and common device name are unknown. However, the customer contact identified the device as an unspecified symbiq tubing set. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow. The symbiq tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate. After an unspecified length of time, it was reported that the option-lok male adapter of a secondary tubing set was connected at an unspecified location of the symbiq tubing set for the delivery of an unspecified blood pressure medication., after an unspecified length of time, the nurse reported that solution backflowed from the secondary solution container into the primary solution container. It was reported that the backcheck valve of the symbiq primary tubing set was not restraining the fluid. It was reported that the patient received all their medication. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.